Manufacturer narrative:
(B)(4). The device was manufactured october 24 2016 ¿ october 25, 2016. Three devices were received for evaluation containing approximately 50ml of drug solution in each reservoir/balloon. During visual examination, excess white drug precipitate was observed inside the solution of two of the reservoirs. When the luer cap was removed, no evidence of flow was observed coming out at the distal luer of the two units with excess white drug precipitate in the solution. Further examination reveals the direct cause of flow problem was caused by the excess drug precipitate. Since the flow problem was caused by the excess drug precipitate, the infusor device was determined to be conforming product. No evidence of drug precipitate was found in the solution of the third unit. A functional flow rate test was performed on the third device and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three half day infusors would not flow. The devices were filled with 1300mg of desferrioxamine diluted with 50ml of 0.9% sodium chloride. The blue winged cap was removed and the device would not flow. This event occurred before use, after the product was removed from the refrigerator. There was no patient involved. No additional information is available.